Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: a review of the pump black box revealed a cs 078 alarm. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms duplicated. Unrelated to the original complaint, the bolus button was found to be inoperable. The bolus button slug was missing. There was evidence of moisture corrosion inside the pump and on the transceiver board. A leak test was performed and failed indicating a leak at the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.